Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During preventative maintenance servicing, the colleague infusion pump was found with a condition of failure code 814:09 on channel a. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version is unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). This involved an unremediated colleague infusion pump with user interface module master software version 5.03.00. The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty channel a pump head module. To correct the condition, the channel a pump head module was replaced. If any additional information is received, a follow up MDR will be sent.